Event description:
The valve was implanted in the patient 2 years ago. When the doctor attempted to change the pressure setting of the valve in 2007, he failed. The valve was removed.

Manufacturer narrative:
The incident has been reported to manufacturer on 07/24/2007. Results of analysis will be developed in a follow-up report.